Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release; the service history for this unit was reviewed for the past 6 months (05/29/2015 to 11/15/2015) and trending was not exceeded; the fmea revealed the risk priority number (rpn) is at an acceptable level; the sra shows the risk for exposure to toxic or corrosive material to be "low"; the catalytic converter was returned and tested. The catalytic converter exhibited a mist. The reason for return of the catalytic converter was confirmed; the oil mist filter was returned and tested. The oil mist filter exhibited a mist. The reason for return of the oil mist filter was confirmed; the vacuum pump oil was not returned for functional evaluation. The assignable cause of the haze/mist/vapor issue is the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(4). No code available: eye irritation, respiratory reaction. A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter, oil mist filter were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 11/30/2015.

Event description:
A customer reported an event of a "haze" emitting from the sterrad® 100nx sterilizer. Two healthcare worker (hcws) experienced separate reactions of eye irritation and respiratory reaction. The hcws did not seek or receive any medical attention/treatment. The customer was advised to unplug the unit. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.